Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to confirm a39 alarm and button unresponsive due to blank display also, unable to perform any tests due to blank display. The insulin pump had broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received spi to motor pic communication error alarm. The customer states they had issues with blank display and unresponsive buttons. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.